Event description:
It was reported that the zimmer skin graft mesher was "destroying precious pt skin." Additional clinical follow up with the hospital indicated that the graft was torn and unusable which required an additional harvest of donor tissue. The additional harvest was completed with an alternate unit. The procedure was stated to have been increased by 20 minutes which included the deployment of the additional device, the additional harvest, and the necessary paperwork required by the facility to document the surgical event.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 18 years old and has not been returned for repair since purchased. The inspection found the customer's complaint of the graft not being acceptable was verified. The comb in the unit had three bent teeth, the gear was worn, the cutter was dull and the unit was out of calibration on both sides. Test graft was unacceptable. The cause is most likely the user not maintaining the device through preventative maintenance. The device was serviced and returned to the customer.